Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges, and it was also static. Customer continued to use the existing cartridge. Customer¿s blood glucose level ranged from 234-341 mg/dl.